Event description:
A customer contacted beckman coulter inc. (Bec) reporting a fluid leak under the unicel dxc 600 synchron clinical system. Per customer, the fluid appeared soapy.the instrument was flagged with pressure errors. The customer observed the di (deionized) water reservoir was empty and the wash solution canister was overfilled.no injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Bec cts (customer technical support) assisted customer to remove and clean the float switch sensor and reseat the switch sensor. Cts also assisted the customer with adjusting the pressure. A field service engineer (fse) went on-site and replaced the vacuum and pressure pump due to the low vacuum errors and the system was resumed. (B)(4).